Manufacturer narrative:
Concomitant medical products: w4tr01, crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic during dinner. They were feeling queasy and tired, like they had before their device was implanted. A remote transmission from the device was reviewed and it was noted that the left ventricular (lv) lead capture thresholds was high. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's device was checked at the clinic and the device system was functioning normally.